Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A complaint history review identified no other complaints for p/n 00-5994-013-92 for compromised packaging and no other complaints for l/n 61125372. This lot was released for distribution in december 2008 and has been in transit an unknown number of times. The most likely root cause appears to be damage during transit but a CAPA has been initiated to investigate this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant was opened during the case and was placed on back table by the operating room staff. After it was placed on the back table it was then realized that both inner and outer packaging was cracked. The surgeon was made aware of the issue and had the implant put into the autoclave to disinfect. The surgeon felt comfortable putting in the femur after it was completed in the autoclave.